Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device partially seal. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during thyroidectomy procedure, the device had energy activation/sealing issue. Activation and end tone were heard but sealing was inadequate. There was adequate bleeding after cutting, bleeding was observed directly from the ligasure seal about 40-50ml. No blood transfusion was performed, and no re-grasp alert occurred. The jaw was cleaned after every 1-3 times of activation. The good seals were completed 2-3 times. The vessel and muscle type were being sealed, and the thick tissue bundle was around 2-3mm when the problem occurred. Replaced with another device and it worked fine.

Event description:
According to the reporter, during a procedure, the device energy activation/sealing issue. Activation and end tone was heard but sealing was inadequate. The vessel was fully transected. There was adequate bleeds after cutting, bleeding was observed directly from the device seal. Replaced with another device and it worked fine.

Manufacturer narrative:
D10: concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.